Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (15 mg/ml at 6.002 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump was interrogated using the physician tablet during a refill appointment and that it was empty. The caller stated that the patient had begun having withdrawal symptoms on (B)(6) 2018. No further complications have been reported as a result of this event.